Manufacturer narrative:
Calibration and adjustment were performed, and the system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unreliable, with issues in image saving and spontaneous restarts on an integris allura 15 & 12 monoplane. The clinical use of the system was unknown. There was no reported patient or user harm.